Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was evidence of moisture in the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, the pump black box data was not able to be reviewed for evidence of pump reboots due to the inability of the pump to maintain electrical connection during file download. During a visual inspection of the pump, the battery compartment was found to have multiple cracks. Rust and corrosion was observed inside the battery compartment and the audio bolus button compartment. There was no damaged observed to returned battery cap and the cap was able to secure properly to the pump. The battery cap contact height and width measurements were within specifications. The pump was exercised for 24 hours with no power interruptions. A leak test was performed and a battery compartment and audio bolus button leak were found. The pump was opened and evidence of moisture ingress was observed on the support bracket; no damage was observed to power circuit. The complaint of intermittent power was not able to be duplicated during investigation.